Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad trace. No button error alarm. The device also had a scratched lcd window, cracked display window corners and cracked reservoir tube lip. No moisture damage found on the electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was on auto off for a few hours and it was suspended. When she got home she received a button error alarm. Customer's blood glucose value was 24.2 mg/dl which she treated with manual injections. During troubleshooting, the customer stated that the device was exposed to sweat. The insulin pump was replaced and returned for analysis.